Manufacturer narrative:
Submit date: 06/29/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding tube. The customer states that the tip of the device is broken so the enteral feeding does not pass through the device. The guide wire is perfect.

Manufacturer narrative:
Submit date: 8/01/2016. The device history record file was reviewed indicating that product was released meeting all quality standard requirements. There were no non-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A possible root cause can be due to a lack of solvent used between the tip connector to the bolus tip and hollow rod connector. The production personnel were notified about the reported issue. A quality alert was posted in the line to re-enforce the manual assembly and to make operators aware of the most critical sections that must be covered with enough solvent. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.